Manufacturer narrative:
(B)(4). Batch # n9242g. The pouch device was received with the support arms bent. The instrument was received partially deployed. The device was disassembled in order to evaluate the condition of the support arms and bag, and the bag was torn in the area of the support arms. A possible cause of the damage is the application of external excessive force over the device that causes the support arm to become bent and the bag to be damaged. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopy appendectomy procedure, the tech opened pouch and it was bent. It was not used on the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.